Event description:
Thoracentesis was being performed by physician and during the procedure resistance was met and the needle and catheter was withdrawn as a unit. Results are that a 1 to 1 1/2 inch piece of plastic remains in the pt.